Manufacturer narrative:
This report is submitted as the hled series light shares a common design with devices marketed by maquet in the united states. The hled series is not sold in the united states. Maquet field service tech (fst) evaluated the device. He secured the metal plate to the plastic covers of the spring arm. The fst determined that the event is likely to be the result of a collision with another light or some external forces. Maquet medical system USA submits this report on behalf of the device mfg facility. Maquet (B)(4)provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that a metal plate fell from the spring arm during a surgical procedure. No injuries were reported to maquet. Factory reference number: (B)(4).